Manufacturer narrative:
The hospital staff contacted utmd requesting product information needed for a lawsuit alleging a permanent injury resulting from birth trauma to the scalp and skull. The hospital staff stated that the alleged serious injury was not due to the device itself, but to the way in which the device was used. No further information is available at this time.

Event description:
Alleged permanent brain injury. User facility stated that the injury was not due to the device.

Manufacturer narrative:
The hosp staff contacted utmd requesting prod info needed for a lawsuit alleging a permanent injury resulting from a birth trauma to the scalp and skull. The hosp staff stated that the alleged serious injury was not due to the device itself, but to the way in which the device was used. No further info is available at this time.

Event description:
Alleged permanent brain injury. User facility stated that the injury was not due to the device.